Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose reading was over 500 mg/dl. Caller stated that the customer's insulin pump was malfunctioning, it was unable to rewind and the insulin was coming out. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and prime tests. The device was received stuck in the motor error alarm loop during bolus/basal delivery. Unable to perform the occlusion or no delivery tests due to the motor error alarm. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during testing. A cracked display window and scratched lcd window also noted.